Manufacturer narrative:
Device evaluated summary: visual and optical inspection did reveal some damage to the hex but no damage to the threads. The hex edges appear to be slightly deformed and rounded off. This type of damage is consistent with torsional overload. PMA/510k: this device is not marketed in us. However, similar device with product number 7752529 and 510(k)# k082728 is marketed in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a spinal product type for unknown indication. It was reported that the hexagon of the set screw with a hexagon attached to the screw head for placing the mas crosslink was stripped at the final tightening of the mas crosslink. The set screw stripped and the set screw that has not been stripped were not changed, and the mas crosslink was not placed and it was changed to rod crosslink. There was no patient associated with the event. Additional information was received regarding the event on (B)(6) 2021. It was reported that the hexagon part of the hexagonal set screw stripped (was broken). There was patient involved in the event, but there was no symptoms or complications or effects with the patient. Additional information was received regarding the event on (B)(6) 2021. It was reported that the malfunction with crosslink is that the lower set screw of mas crosslink was stripped when the mas crosslink was finally tightened. There were no further complications reported regarding the event.